Manufacturer narrative:
.

Event description:
The customer's daughter reported that while using the coaguchek xs meter (serial number (B)(4)) the customer obtained a result of 5.8 inr. Twenty minutes later a second test was done on the same device and a result of 3.3 inr was obtained. It is not known if any medication change was made based on the results. The customer's therapeutic range is 2.0-3.0 inr. The patient does not have any antiphospholipid antibodies. She is not on heparin or any direct thrombin inhibitors. There has not been any new medications. It was reported that the customer has had more broccoli than she would have normally eaten. It was reported that the customer's current condition is "normal for the customer". There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 20205121) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned a vial of strips and the meter. The returned meter & strips were tested in comparison to a retention meter & masterlot strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meet the specification. The complaint has not been substantiated.